Event description:
After placement of trial leads, it was determined that the pt's dura was punctured. The pt reported burning and numbness in the inner left thigh. The pt continued the trial.

Manufacturer narrative:
The explanted leads were discarded and will not be returned for evaluation. The pt is reportedly doing well. This is the final report.